Event description:
A pt reported they were seen in ER due to their one touch basic meter allegedly reading inaccurately erratic. The result on their meter was 88mg/dl. The result on the other meter was 130mg/dl. The time difference between pt's meter and other meter was 11-20 mins. Treatment was unk. No further info has been reported.